Event description:
Edwards received information that a 29mm transcatheter valve was successfully implanted in the mitral position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately eight (8) years and five (5) months. The reason for reoperation is due to stenosis. There were no reported complications.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device, no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.